Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used during a transurethral uretero ultrasonic lithotripsy performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to retrieve a stone, the sheath/coating of the segura hemisphere basket separated from the handle but did not detached completely. Additionally, the wire of the basket broke on one end. No piece of the broken wire fell inside the patient's body. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The basket wire subassembly was broken and the basket was opened. The sheath was detached with its luer removed from the handle when received. Visual evaluation found that all of the basket wires were present and attached yet one of the wires was kinked/bent, most likely due to stress. The sheath was cut at the distal end of the blue strain relief and the proximal end was broken and buckled. The basket wire subassembly was broken at the distal and the proximal end of the basket cannula and appeared cut; handle cannula was kinked/bent. The working length (outer sheath and wire subassembly) was kinked at the distal end of the sheath. There was a torque mark present on the handle cap and the handle cannula was visible through the handle. The proximal end of the handle remained attached to the handle. Functional analysis showed that the handle functioned smoothly after it was actuated. Based on device evaluation the returned unit was consistent with the complaint incident that the basket wire was broken, and the handle cannula was separated from the handle. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used during a transurethral uretero ultrasonic lithotripsy performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to retrieve a stone, the sheath/coating of the segura hemisphere basket separated from the handle but did not detached completely. Additionally, the wire of the basket broke on one end. No piece of the broken wire fell inside the patient's body. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient&#38112;condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of basket wire broke. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.